Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse did not find an instrument malfunction. Precision testing was run twice in replicates of ten each, which were acceptable. The customer also ran a patient comparison study on both advia chemistry instruments, which were acceptable. The cause of the discordant, falsely elevated chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on four samples from the same patient on an advia 1800 instrument. The discordant results were not reported to the physician(s). All samples were repeated on an alternate advia chemistry instrument and an alternate platform and resulted lower on both except for sample 0320, for which a result from the alternate platform was not provided. The repeat result from one sample tested on the alternate advia chemistry instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.